Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed less than three months for awhile. Boston scientific technical services (ts) noted that when put in paceart, battery status, yellow triangle that says one year remaining. Ts discussed one year remaining is used based on magnet rate, less than three months can be used to estimate time remaining. Device is not that old, 5 years remaining. Noted that outputs are not that high. Patient had atrial fibrillation (af). Ts discussed need to turn off atrial sensing to get longevity benefit from vvi programming. This pacemaker remains in service. No adverse patient effects were reported.